Event description:
Ous MDR - an impedance of >2000 ohm and oversensing were reported after an implantation time of about 45 months. The lead was not returned for analysis. The ICD is at biotronik. Selox sr 53, MDR 1028232-2009-00418.

Manufacturer narrative:
Ous MDR - the ICD underwent a status interrogation, which displayed the device status as mol 2 after an implantation time of 45 months. The shock table documented 29 charge processes. The memory content of the ICD was examined and contained expected data. The examination did not indicate any device malfunction. The ICD's capability to provide therapy was checked. The antibradycardic output signal was normal and met the programmed values. A fibrillation signal was fed in and the device reacted according to the specification, with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The ICD had been implanted for 45 months; a number of 29 charge processes was documented. The charge drawn from the battery was checked. The battery status mol 2 proved to be as expected. There was no material defect or manufacturing error. The ICD proved to be fully functional during the technical analysis. The analysis did not indicate any device malfunction. After an implantation time of 45 months and 29 charge processed, the battery status mol 2 was as expected. In summary, it can be said that there was no indication of a material defect or manufacturing error or material defect. A cause for the rise in the pacing impedance cannot be named in the analysis and the observations during the revision operation cannot be confirmed.